Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bad lld contact spring in the reported problem area of the pipetter assembly. The plunger clamp, tip clamp, and lld contact spring were replaced. The connector #9 pcb, 6 step motor pcb, and primary cup height adjusters were replaced after testing the pipetter parts replacements, the instrument was re-inspected, tested without further problem, and returned to service.